Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195 - heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed due to calcification. The delivery catheter system (dcs) was then inserted into the patient, and the valve was implanted in that it was 3 to 4 millimeters (mm) from the non-coronary cusp (ncc) and 4 to 5 mm from the left coronary cusp (lcc). After deployment of the valve, paravalvular leak (pvl) was identified. In response, the physician decided to complete a post-implant bav. As the post-implant bav was being completed, an extra systolic heartbeat occurred followed by loss of capture by the temporary pacemaker (tpm). This resulted in the valve dislodging in that it was no longer positioned in the aortic annulus. Subsequently, the attending physician decided to implant a second transcatheter valve in the patient's native aortic annulus. Per the physician, the extra systolic heartbeat followed by the loss of tpm capture contributed to the valve dislodge.

Manufacturer narrative:
Updated data: b5 continuation of d10: concomitant medical devices in use during the event include: product ID: {gwbc30}; product serial/lot number: {unknown}; product type: {guidewire};  product ID: {5392}; product serial/lot number: (B)(6); product type: {temporary pacemaker};  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the deployment starting point was at bottom of pigtail. A confida guidewire was used. After deployment of the valve, moderate paravalvular leak (pvl) was observed. The valve dislodged aortic during the post implant balloon dilation. The temporary pacemaker was a medtronic device.